Manufacturer narrative:
Vyaire file identification: (B)(4). Technical support has received the log files and images sent by the customer. According to the technical support the nebulizer port was not securely connected after repair that cause the an internal oxygen leak. This issue can be avoid if the customer would refer or follow repair instructions correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has an internal leak issue. The customer confirmed that there was no patient involvement associated with the reported event.